Event description:
Trocar came apart during surgery. The seal located within the trocar pushed through the sleeve and into the pt's abdomen. The seal was located within the pt's abdomen and was removed. Defective trocar was removed from pt and new one was used. No ill effects to the pt.